Manufacturer narrative:
This report was initially reported to mst as a repair by the facility. Later after evaluating the repair, it was elevated to a complaint and reportable incident.

Event description:
The facility reported that after using a 19g packer/chang iol cutter the blade fell off the scissor. The broken blade was removed and there was no impact to the patient.